Event description:
Date of event: (B) (6) 2010. According to the information received, an end user reported a catheter with a tip cut off/open/broken. The broken tip of the catheter was inserted and bleeding occurred when it was removed.

Event description:
(B) (6). (B) (6). According to the information received, an end user reported a catheter with a tip cut off/open/broken. The broken tip of the catheter was inserted and bleeding occurred when it was removed.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Manufacturer narrative:
One catheter was received for evaluation along with the unsealed pouch it came in. Visual inspection and examination of the catheter revealed that the catheter had been placed too far down in the pouch so that the tip was cut off during the packaging/sealing process. This was evidenced by a void through the end of the pouch matching the outline of the cut-off end of the catheter. Therefore, the complaint is confirmed as reported. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, qa concludes that this is an isolated incident and does not represent the overall quality of the lot.